Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Follow up information: the surgeon indicated that they do not think that the cartridges are involved because they are used for other non-preloaded monofocal iols and there was no incident with the other monofocal iols noticed by him or his colleagues. The manufacturer internal reference number is: (B)(4)

Event description:
Approximately four months following an intraocular lens (iol) implant procedure, a patient presented with inflammation (3+ tyndall) and precipitates on the implant; it was noted that the vitreous seemed clear. It was further noted that the patient had been ¿ok¿ at the one day, eight day, and 28 day postoperative visits. Additional information was received via a company representative, indicating that strong inflammation, visual acuity loss, and pain were also noted. The patient was treated with dexamethasone with neomycin, triamcinolone, and ofloxacine postoperatively. It was also reported that results were good after one month; however, six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months, but it is unclear if this patient was affected. The surgeon does not suspect that the cartridge contributed to the event.